Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have emphysema. The medical intervention that the patient received in response to the event is currently unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This follow-up report contains correction to following field: b3 -date of event.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging to a bipap device's sound abatement foam. Patient alleged to have emphysema. The medical intervention that the patient received in response to the event is currently unknown. The reported event that during a scan in july, the customer was told that emphysema surrounded by "a veil" was detected and is potentially cancerous was reviewed by the pms clinical expert. This event was not assessable due to insufficient information related to: device use, past medical history, and diagnosis timeline. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. The pil tech did not confirm any sound abatement foam loose in the device. The pil tech could not find any fault on the part of the unit. In relation to the particulates noted on the device inlet filters and air inlet of the unit and blower housing outlet are due to the particulates originating from sources exterior to the unit. The exterior of the a30 air inlet appeared to contain a moderate amount of dust. The debris noted, appears to have originated from sources exterior to the blower. The unit did operate without issue or error code. After the unit operation at the pil, the unit was disassembled for a visual inspection of the foam. The foam was found to be in good condition. Debris which appears to have originated from sources exterior to the unit was found in the gross and fine particles filters, air inlet and the blower housing outlet. Pil tech ran the unit at the setting found upon arrival and did not observe any errors in operation. Pil tech verified that no particl;es were noted in the bacteria filter that was used during the operation of the unit at the pil. Pil tech disassembled the unit down to the foam in the airpath. The foam was found to be in good condition. Pil tech verified debris inside the unit, but not in the airpath. No problems found with unit operation. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section d8, d9, h2, h3 and h6 were updated in this report.